Manufacturer narrative:
Update based on laboratory analysis, visual inspection of the lead found that the helix mechanism was partially extended and dried blood was noted in the helix housing. It was noted a cut/cuts in the outer insulation and deformed conductor coils, likely explant damage. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence. The reported adverse event of perforation is known and documented in the labeling (including both short or long term known complications or adverse reactions). A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted at this time. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedances and high impedance out of range, high pacing thresholds, loss of capture, oversense and noisy signals. It was suspected a possible lead damaged. Also, this patient had chest pain and was sensitive to pacing. An x-ray was performed, and showed that tip of the lead was outside of cardiac silhouette. Furthermore, a perforation to the heart was confirmed. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.